Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 04/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the display was observed to be dim, and pink in color. The black box showed a time and date reset to the default setting following a power reset event on 03/19/2014 within 2 hours. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date reset to the default setting. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6).